Event description:
Report states pt had a rupture and bleeding through envelope, one closed capsulotomy, one open capsulotomy, high blood pressure, peripheral neuropathy, dizziness (passed out and caused severe enclosed head injury and permanent damage), brain lesions, anxiety/depression, organizational difficulty, lack of concentration, short-term memory loss, mood swings, procrastination, getting lost or confused, balance disturbances/vertigo, possible mini-strokes, chemical sensitivity, pain &/or burning sensation, dry eyes, thyroid problems, chronic pain, chronic discoloration, heat or cold sensitive, raynaud's disease, chronic diarrhea &/or constipation, esophagitis, duodenitis &/or gastritis, hysterectomy, substantial hair loss, frequent migraines/severe headaches, hypersensitivity or allergies to chemicals. Connective tissue disease, sjogren's syndrome, inflammation swelling, pain/arthralgia, rheumatoid arthritis, chronic unexplained muscle spasms, muscle pain & burning muscle atrophy, fibromyalgia, unexplained rashes, sun sensitive, unexplained severe itching, dermatomyositis, severe chronic insomnia, non-restrorative sleep, vasculitis, chronic fatigue syndrome, long term extreme fatigue, clumsiness/drop things, misjudge distance/run into objects, sicca, calcium deposits occurred and a medical professional confirmed silicone was outside the breast scar tissue capsule and was found in the brain.